Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/18/2015: the device was returned to animas and evaluated by product analysis on (B)(4) 2015 with the following results: evidence of partially discharged batteries being installed observed in black box on (B)(6) 2015. Pump is unable to maintain an electrical connection with returned battery cap due to cap detaching. Battery cap threads damaged. A test battery cap was used for all testing. Pump powers with test battery cap to a dim discolored display. Battery compartment cracks observed from thread area to case seal and below grip pad. Battery compartment threads damaged. Current draws within specifications; removed pump case and found no evidence of moisture or loose components inside pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.